Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during pre-testing, water was leaking from the tube. No adverse effects reported.

Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: g1,2 email is: regulatory.responses@icumed.com. One (1) photo was included for evaluation; picture shows the label with lot number and the date of manufacture. One (1) device was received without its original packaging label, in used condition, and decontaminated inside a plastic bag. Per visual inspection, there was no evidence of delamination, damage or any discrepancies that could cause the failure mode reported. Per functional leak test, the unit passed the leak test. The reported failure mode is not confirmed. No other analysis was performed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No actions taken since the complaint was not confirmed.